Event description:
During endovascular aneurysm repair with endologix 28 x100 x20 x40 main body via the ipsilateral right side with a 34 x34 x100 extension cuff. As the sheath was pulled back and removed and as surgeon was placing clamps on common iliac artery, there appeared to be a "thin, plastic appearing filament only string in the area." This was removed and per the surgeon appeared to be a portion of the inner lining of the sheath. No evidence for any retained material and procedure was completed.